Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 38 indicating a motor stall, required multiple restarts, and stopped dosing, after which the patient transitioned to back-up therapy. Symptoms included transient hyperglycemia with a reported peak of 313 mg/dl without ketone testing, medical intervention, or other adverse clinical effects. Outcomes included temporary interruption of insulin delivery and use of back-up therapy until a replacement device could be provided. Investigation included customer support troubleshooting and education. Investigation of this case revealed a suspected pump motor stall consistent with a device malfunction affecting the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.